Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the sutures of two proglide devices were placed in the right common femoral artery using the preclose technique. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to a 10fr, 14fr and then an 18fr sheath. Reportedly, after the interventional procedure was completed, when using the one hand technique with the suture trimmer on the rail suture, a suture break occurred. A suture break occurred with both devices. Manual arterial compression was applied to achieve complete hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete it has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The monofilament was not returned, therefore,the reported suture break could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.